Event description:
New information received indicates that during the generator change out the lead was explanted and replaced. The patient was stable post-procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented for device change out due to eri. Externalized conductors were observed on the riata lead. No electrical anomalies were detected. The procedure was postponed. The patient is rescheduled for device and lead replacement.